Event description:
A malfunction alarm identified as code "malf 15" was reported, with no notable events preceding it. There was no adverse impact on the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, while a replacement pump was arranged by technical support. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.